Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to fluid loss from leak in left cylinder, the patient had his inflatable penile prosthesis (ipp) lgx removed. It was added that there were no further patient complications. Should additional information be received, or product be returned, a supplemental report will be filed for the additional information and upon completion of product analysis.